Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Due to disconnection in the cable unit, noise occurred and no image was displayed. There was a cut on the cable unit. In addition, the following reportable malfunction was identified during the device evaluation: - water leak in the coupler unit. - poor water-tightness of cable unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the device exhibited "flickering image, torn insulation ". The issue was found during an unspecified procedure. There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
The subject device is expected to be returned; however, it has not yet been received for evaluation, the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported the device exhibited "flickering image, torn insulation ". The issue was found during an unspecified procedure. There was no patient impact, no harm reported due to the event.